Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material (white detergent solution) came out of the device, but the root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white detergent solution in the air/water channel/cylinder. There was no patient involvement.